Manufacturer narrative:
Following information reported, the enterprise 9000 bed moved unintended without any actions given by the user. There was no patient on the bed at that time and no injury was reported to arjo. The visual inspection of the bed carried out by arjo technician revealed that the buttons on the patient control panel located inside the right head end safety side were worn out. The functionality testing confirmed that the up button got stuck occasionally. This failure caused the bed to move unexpectedly. The defective component was replaced and the proper functionality of the bed was confirmed during testing. In summary, the enterprise 9000 bed was not used with the patient when the bed moved unintended. The bed did not meet the manufacturer¿s specifications as the patient control panel was defective. Although no injury was reported, the complaint decided to be reportable in an abundance of caution due to the unintended bed movement.

Event description:
Following information reported, the enterprise 9000 bed moved unintended without any actions given by the user. There was no patient on the bed at that time and no injury was reported to arjo.